Manufacturer narrative:
Evaluation summary. The phaco handpiece was received and a visual assessment of the returned sample noted a damaged cable. The ground resistance of the returned phaco handpiece was tested and passed specifications. The handpiece was connected to a calibrated hotbed and primed and tuned with no issues. The handpiece was run at 100% for 5 minutes and passed. A ultrasound (u/s) stroke and torsional stroke measurement was taken and the handpiece did not pass the tuning step. The handpiece was opened and it was found that the o-ring was not seated properly. The reported event was replicated and can be attributed to moisture ingress in the handpiece. The moisture seeped through the handpiece due to the o-ring not being seated properly. The product met specifications at the time of release. The root cause of the reported event can be attributed to moisture ingress caused by the manufacturers not seating the o-ring properly inside the handpiece. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the handpiece did not transfer ultrasounds during a cataract surgery and surgeon was not able to fragment the lens. The handpiece was successfully primed. The handpiece was exchanged to complete the surgery and there was no patient harm. No additional information is expected.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).